Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
A device report from (B)(4) indicated a hospital in the (B)(6) reported: during a procedure the hammer 500g was being impacted and two metal chips came off. One piece went into the breast of a scrub nurse and the other piece went into the chin of another scrub nurse. Both nurses needed a short clinical treatment to remove the pieces of metal.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The investigation has shown that both returned hammers are indeed badly damaged. Both revealed heavy deformations with broken chips at the edges. On the entire striking surface are marks visible which were caused during repetitive use over the years. These areas can be transformed into a cold-worked condition together with an increase in hardness by the damage. The structure on the entire damaged surface also gives a clear indication of ductile force. The modified structures, which was caused due to repetitive use, combined with multiple impacts on the same area induces chips to break off the hammer body. Chipping along the edges can be avoided by hitting on the center of the hammers surface. The review of the production history revealed that this lot in question was manufactured according to the given specifications. No manufacturing related issues were found. No product fault could be detected.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.